Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg was difficult to be charged. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.